Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) and delivered several inappropriate shocks due to atrial tachycardia with rapid ventricular response (rvr). Technical services (ts) was consulted and discussed the episode with the health care professional (hcp). This ICD remains in service. No additional adverse patient effects were reported.